Event description:
Pt had multiple, inappropriate difibrillatery shocks from her aicd. The generator was surgically replaced on 12/27/94. The sensing lead was examined thoughout its expossed course. There were 3 areas of slight thinning of the lead covering, but there was no evidence of any coil disruption. There was one instanse where the surgeon could reproduce discontinuity in sensing prior to separating the device from the lead, and there appeared to be an unusual amount of fluid in one of the parts of the sensing lead header.